Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that critical pump error image was displayed on the insulin pump screen. Blood glucose was 110 mg/dl. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with cracked case(battery tube). Unable to confirm critical pump error alarm or delivery anomaly due to blank display.